Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No under delivery anomalies or unexpected insulin flow blocked alarms noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump alleging possible pump under delivery. The blood glucose at the time of incident was 204 mg/dl and current blood glucose was 248 mg/dl. Customer report other blood glucose value was 320 mg/dl. Customer reported via phone call that they experienced high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as headache. Customer treated with insulin pump and manual injection. Customer reported that they run self test and displacement test and self test and displacement test passed. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for the analysis.